Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure, this right atrial (ra) lead exhibited loss of capture (loc) for several seconds prior to pocket closure. As a result of the loc, the patient went into cardiac arrest for a few seconds. The output of the ra channel was increased to 7.5 volts at 0.4 milliseconds but loc was still noted. The ra lead was disconnected from the pacemaker and tested with a pacing system analyzer which gave adequate results. Upon being connected to a new pacemaker, all ra measurements were normal. The ra lead remains in service and there were no additional adverse patient effects reported.